Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an unspecified malfunction. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). Updated fields: b4, b5, b6, b7, d10, e1 (initial reporter, event site mail), e2, e3, e4, g3, g6, h2, h6 (medical device - problem code, health effect - impact codes), h11.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) does not read fiber optic. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d5, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. The getinge field service engineer (fse) was dispatched and able to reproduce the failure. The fse ordered pcb, front end, rohs (0670-00-1164) cable, coil cord (0012-00-1839) strain relief display (0380-00-0619). There was no further information received in regard to this repair, gfe attempts were made if more information is received this record will be reopened and updated accordingly.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component code), h11.